Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface provisional was discovered to be fractured; no adverse event was reported as a result. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual inspection of the returned device confirmed that the device fractured into two pieces the device surface showed excessive wear marks (nicks, gouges, scratches). Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.